Event description:
It was reported that the right ventricular lead exhibited noise. The sensitivity was decreased and the patient would be followed up in one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead continues to exhibit noise. The lead was explanted and replaced on (B)(6) 2014.